Event description:
It was reported that the pump screen was not responding to input from the customer, indicating a touchscreen responsiveness issue. There was no reported impact to the customer¿s blood glucose level. The customer attempted a pump reset and a touchscreen 1,2 test, which failed, leading to the conclusion that a reset did not resolve the issue. As a result, technical support decided to replace the pump. The customer was asked to return the problematic pump using the provided pre-paid label and return box, but they declined to share what kind of backup therapy they would use in the interim.